Manufacturer narrative:
It was claimed that gas supply test failed and o2 cell/sensor test failed. The device failed to meet its specifications, it has not been used at the time of the event. There have been no adverse event sustained as a result of the issue. Based on technician statement, no service visit has been order by the customer. The available information include customer allegation. The complaint was decided to be reported based on available information (no logs or no information about faulty part), as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).